Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that a dye study revealed catheter was in the subcutaneous space. No symptoms were reported. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The catheter was scheduled to be replaced. No further complications have been reported as a result of this event.